Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2wez4); product type: 0200-lead; implant date 2024-02-13; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues it was reported that the therapy was not helping their urinary control at all. The patient reported they used to feel stimulation in the bicycle seat area, but now it is more at the top of the buttocks, over several inches and up a couple inches. The patient also reported having accidents almost every day, sometimes multiple times a day. The patient reported they have had a couple falls that may have impacted the lead position. Redirected to managing physician. In the meantime, the patient changed to a different program where they felt a stronger sensation towards the desired area and monitored their symptoms.